Event description:
It was reported that during device preparation, the voyager nc balloon catheter was being soaked in saline when air bubbles were noted; the balloon was attempted to be inflated, however, a balloon pinhole was noted. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Return of the catheter may have further aided the evaluation. Factors that can contribute to tears/pinholes in the balloon material, resulting in a leak during preparation may include, but is not limited to, damage during processing of the balloon material, materials, inflation technique, interactions with other devices or insufficient preparation prior to use. A review of the device lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. Based on the information provided and without the product to examine, a definitive cause for the reported event could not be determined. All dilatation catheters are visually inspected and leak tested during manufacture. A sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.